Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable and wall adapter were hot to touch. Subsequently, the usb cable had melted. Customer¿s blood glucose was between 100-150 mg/dl. Replacement cable and adapter were sent to customer.